Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using nuc 5i5 os image epicenter 7.x there was misassociation of patient to specimen. There was no report of patient impact. The following information was provided by the initial reporter: there was a "call to report error 21073 upon update, sample error."

Manufacturer narrative:
After further review MFR#:1119779-2021-01049 has been determined to be not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. The type of software issue reported would likely interrupt the device, provide an error code, and or render it unusable until the device can be rebooted, or troubleshooting restores its function. This would not lead to a clinically significant event. As a result MFR#: 1119779-2021-01049 is null and void.

Event description:
It was reported that while using nuc 5i5 os image epicenter 7.x there was misassociation of patient to specimen. There was no report of patient impact. The following information was provided by the initial reporter: there was a "call to report error 21073 upon update, sample error."